Event description:
It was reported that following an implant procedure, after the initial programming, the patient stated she felt a full body shock sensation when the stimulation was turned up to forty percent.